Event description:
It was reported that patient¿s controller was changed on (B)(6) 2023 due to the screen illuminating but not showing any numbers (MFR# 2916596-2023-02006). The patient denies trauma to equipment and there was no visible damage observed on the controller. The patient had then called on (B)(6) 2023 to report issues with new controller. The self-test alarm was occurring on its own in the middle of the night. The patient saw the screen illuminating but not showing any numbers. This was the first time they noticed it on the new controller, so it was not known how long it has been going on. Pump was running and the patient felt fine. The patient came in on (B)(6) 2023; when going to interrogate numbers on screen, screen was white and without any readout. It was unable to look at past 6 alarms. Green circle was on and pump running (audible on auscultation). The patient denied any alarms or systemic issues. They attempted further left ventricular assist device (lvad) interrogation, but unable to gain connection between the controller and monitor. The controller and the modular cable were then changed out and issues were resolved. Screen was no longer blank and were now showing vad numbers again.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the system controller lcd screen was confirmed; however, the reported event of a communication issue between the controller and monitor was not confirmed. A review of the downloaded log file spanned approximately 3 days (B)(6) 23 per time stamp). There were no alarms active pertaining to the functionality of the lcd. The system controller, serial number (B)(6) , returned for analysis. The lcd had multiple vertical white lines which affected the controller¿s ability to display readable messages. Following preliminary testing, the lcd screen from the controller was swapped with a functional one. This resolved the lines in lcd issue. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. There was no communication issue between the controller and the monitor. All communication wires are found in the white power cable of the controller which was unremarkable. The root cause for the reported screen issue was conclusively determined to be due to an issue with the lcd, the thin film transistors were shorted on. However, a further root cause was not able to be conclusively determined through this analysis. A root cause for the reported communication issue was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.